Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet per a preoperative plan, received long-acting insulin, and after surgery could not immediately power the ilet back on due to lack of the charger, resulting in several hours off therapy and subsequent hyperglycemia; once the charging pad became available, the ilet was turned on and glucose returned to range. Symptoms included hyperglycemia with polyuria. Outcomes included temporary need for subcutaneous long- and short-acting insulin and a hospitalization for a scheduled procedure. Investigation included review of the event history and user report to assess device function and user handling around perioperative management. Investigation of this case revealed no device alarms or malfunction reported, and the sequence was consistent with therapy interruption while long-acting insulin was active and the device was unpowered. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with hyperglycemia associated with therapy interruption and delayed device reactivation.